Event description:
It was reported the patient was implanted with a trial lead and ¿sneezed it out of place a day and a half later.¿ the lead reportedly ¿had to be moved and replaced.¿ the patient continued sneezing however, so the trial was canceled as a result. Additional information was requested, but was not available at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Please note, the implant date is only valid to the month and year. Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).